Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for excess gel with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of excess gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer¿ sst" ii advance plus blood collection tube experienced excessive gel in tube. The following information was provided by the initial reporter: translated to english. The customer stated: "the volume of the gel in the tube is greater than normal, twice as much gel."